Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir had air bubbles in the transfer guard. She mentioned that while changing out her set air bubbles came out of the transfer guard needle. The insulin pump was not rewound with the reservoir in place. The blood glucose at the time of the incident was 287 mg/dl. It was advised to do set change. The product will not be returned for analysis.